Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device has a premature battery depletion. The battery longevity was less than expected. The device is scheduled to be removed and replaced. The device remains in use. No patient complications have been reported as a result of this event.